Event description:
Caller reported a cgm error related to their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a pump reset and guided them through the process, which resolved the error and allowed the caller to successfully start their sensor session.